Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate stimulation. It was determined that there were a few contacts that were out on the splitter. There were no visible fracture or any lead breakage. Device malfunction was suspected. The patient underwent a procedure wherein the lead and splitter were replaced. The patient was reportedly doing well postoperatively.